Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to attachment foot being damaged by tool contact. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. On follow-up it was noted that there was no report of patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." (B)(4).